Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years and two months post implant of this 25mm mitral annuloplasty ring, it was explanted and replaced with a 25mm mechanical valve. The reason for explant is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the ring was explanted due to severe regurgitation. The surgeon indicated the need for explant was patient related, not device related. No additional adverse patient effects were reported.  Patient and device codes updated in section. If information is provided in the future, a supplemental report will be issued.